Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg is programmed to high amplitudes and as a result, the pt is experiencing increased recharge burden. The pt will consult with the physician on surgical intervention to address the issue.